Event description:
This is a mobile diagnostic x-ray unit. The collimator on the unit was serviced. As a result of improper re-attachment, the collimator fell off the tube-head during subsequent use. It was then left dangling by its cable. No one was injured. A service person subsequently re-attached the collimator in a proper fashion.